Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. There were no adverse consequences and the patient was in good condition.